Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2011; not (B)(6) 2011 as previously reported. (B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.